Event description:
During shift check, a fully charged autopulse li-ion battery (sn (B)(4)) would not power up the autopulse platforms. The status led of the autopulse multi-chemistry battery charger (mcc) showed a green light (ready), and the status leds of the battery showed four solid green lights, indicating that the battery was fully charged. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.